Manufacturer narrative:
(B)(4) - customer did not specify the nature of the complaint. Results: evaluation shows the returned receiver has no alarm sound during testing using a good motion detector and set to remote. There are loose parts inside the receiver. The transmitter unit was not returned for evaluation. (B)(4).

Event description:
The customer did not know the specific nature of the product issue. The issue was discovered while in use. There was no patient incident or injury reported. Evaluation shows the returned product has no alarm tone when tested.